Event description:
Procedure type: unk. Patient sex: unk. Reportedly, during use, a mechanical alarm sounded and the device stopped working. A second hand piece was opened, but could not be connected to the autosonix transducer. The surgeon continued the operation using alternative methods such as ties and diathermy. Due to the use of alternative method, the operation time was extended by thirty minutes. There was no patient injury reported.